Manufacturer narrative:
Concomitant medical products: 5524m45 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced chest pain. A lead warning was alerted for chronic high impedance and chronic high thresholds were noted on the right ventricular (rv) lead. Possible oversensing was also noted on the same lead on electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.